Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an orange spanner (yellow wrench) alarm from the power module (s/n (B)(4)) was confirmed. The edc service center repaired the power module. Evaluation performed on the device isolated the fault to the installed main power module pcb assy. Replacing the main power module pcb resolved the issue and restored the device functionality. The repaired unit was forwarded to the rental/loaner pool. Evaluation performed by ppe group on the power module pcb revealed a faulty component dc/dc converter, which prevented the device from outputting the correct voltage and ultimately resulted in the yellow wrench alarm. The evaluation could not determine the root cause that led to the component fault. Hmii IFU (rev c), hm3 IFU (rev b), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Hmii power module IFU document: do not use a power module that appears damaged. Call vad coordinator or hospital contact person for a replacement if needed. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module (serial number (B)(4)) was shipped to the customer on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module alarmed when battery and a/c power were applied. The unit was removed from service and will be returned for repair.